Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited both low and high out-of-range shock impedance measurements. Technical services (ts) confirmed increasing variability in the shock impedance to out-of-range values, and short circuit condition was observed. Per the field, the current plan is to turn the patient's implantable cardioverter defibrillator (ICD) off, give the patient a life vest, and schedule surgical intervention for as soon as possible. To date, there is on evidence to suggest this has been performed. No additional adverse patient effects were reported. Information later received indicates this rv lead was surgically capped/abandoned (the lead remains implanted but out-of-service) and replaced without incident. Besides intervention, there were no other adverse patient effects reported.